Manufacturer narrative:
The event device returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: the rep was present during the case. During the case the tip of the scissors would not cut tissue well. When the surgeon attempted to use the device to cut tissue but it would "gnaw at" the tissue instead of cutting it cleanly. During the case, the surgeon grasped tissue with the tip of the scissors and lifted up the tissue to demonstrate the poor cutting function to the rep. The rest of the scissors would cut tissue fine, the poor cutting only affected tissue at the tip of the jaws. The surgeon used the device to complete the case. The poor cutting function occurred on every attempted cut throughout the case. Based on the location of the tissue, the surgeon would either cut the tissue either by opening and closing the scissors until the tissue was cut or by readjusting the scissors so that the base of the scissors could be used to cut the tissue. No patient injury. The surgeon has been using this product for years. The surgeon stated the cutting issue seemed similar to the scissors complaints that were reported from the same facility earlier in this year. Product is available for return. The facility will also be returning a sterile unit from the same lot. Patient status: no patient injury. Type of intervention: used device to complete the case.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit.  However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: the rep was present during the case. During the case the tip of the scissors would not cut tissue well. When the surgeon attempted to use the device to cut tissue but it would "gnaw at" the tissue instead of cutting it cleanly. During the case, the surgeon grasped tissue with the tip of the scissors and lifted up the tissue to demonstrate the poor cutting function to the rep. The rest of the scissors would cut tissue fine, the poor cutting only affected tissue at the tip of the jaws. The surgeon used the device to complete the case. The poor cutting function occurred on every attempted cut throughout the case. Based on the location of the tissue, the surgeon would either cut the tissue either by opening and closing the scissors until the tissue was cut or by readjusting the scissors so that the base of the scissors could be used to cut the tissue. No patient injury. The surgeon has been using this product for years. The surgeon stated the cutting issue seemed similar to the scissors complaints that were reported from the same facility earlier in this year. Product is available for return. The facility will also be returning a sterile unit from the same lot. Patient status: no patient injury. Type of intervention: used device to complete the case.

Manufacturer narrative:
The event device returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: the rep was present during the case. During the case the tip of the scissors would not cut tissue well. When the surgeon attempted to use the device to cut tissue but it would "gnaw at" the tissue instead of cutting it cleanly. During the case, the surgeon grasped tissue with the tip of the scissors and lifted up the tissue to demonstrate the poor cutting function to the rep. The rest of the scissors would cut tissue fine, the poor cutting only affected tissue at the tip of the jaws. The surgeon used the device to complete the case. The poor cutting function occurred on every attempted cut throughout the case. Based on the location of the tissue, the surgeon would either cut the tissue either by opening and closing the scissors until the tissue was cut or by readjusting the scissors so that the base of the scissors could be used to cut the tissue. No patient injury. The surgeon has been using this product for years. The surgeon stated the cutting issue seemed similar to the scissors complaints that were reported from the same facility earlier in this year. Product is available for return. The facility will also be returning a sterile unit from the same lot. Patient status: no patient injury. Type of intervention: used device to complete the case.